Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. Unit was received with partially broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads, minor scratched lcd window, stained end cap sticker and stained address/serial number label.

Event description:
Customer reported via phone call that drive supports cap was damaged. Customer reports that drive support cap was popping out and may have been due to insulin pump falling off of belt clip. Customer's blood glucose was 360 mg/dl. Customer was advised that insulin pump would need to be replaced.